Event description:
A malfunction was reported on the pump by the customer, and there were no notable events preceding the issue. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was able to resume using the pump successfully, and instructions were given to contact technical support if the malfunction code reappears.